Event description:
The customer reported to beckman coulter (bec) that the coulter lh 780 hematology analyzer was leaking from the back of the instrument while running controls. The volume of the leak was less than 2cc of fluid and was not contained within the instrument. It could not be confirmed if the instrument generated any error messages or flags as a result of this event. The material safety data sheet (msds) was not reviewed by the customer. The laboratory's exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves and a laboratory coat at the time of the occurrence. No one came in contact with the fluid. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated as a result of this event.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and discovered that the source of the leak was the vent line tubing attached to the needle vent port. The fse trimmed and reinstalled the tubing. No further evidence of leaking was observed. The cause of the leak was the needle vent line tubing. (B)(4).